Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced wound dehiscence at the lead site. As such, the patient received adjusted medication therapy and surgical intervention took place wherein the lead was explanted to address the issue.